Event description:
It was reported that increased capture thresholds and impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the issue was discovered in clinic. It was the pacing impedance that was high on the right ventricular (rv) lead. No other anomalies were observed prior to the procedure.